Event description:
Healthcare professional reported left side rupture. Healthcare professional reported capsular contracture baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿9617229-2023-18381-1 observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported left side rupture. Healthcare professional reported capsular contracture baker grade iii. Patient undergone capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.